Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was unknown at the time of the incident. The customer states she set the time on the pump and it seems to jump 5 minutes fast over a weeks¿ time and the battery was draining within a days¿ time and noticed the pump was dead. Customer did not receive a low battery alert prior to the replace battery now alarm. Troubleshooting was performed for replace battery now alarm and noticed this is the second occurrence of replace battery now without a low battery warning. Advised the pump will need to be replaced. Advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.